Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a device change-out procedure. During the procedure, after changing the device, the physician commented that the outer insulation on the atrial lead appeared to have wear. A repair kit was used. After repair, impedance and threshold testing was within normal range and consistent with previous testing. There were no patient consequences.